Event description:
The IV therapy nurse shared that "safety needle did not engage properly. The plastic piece that we pull down to cover the used needle came off the needle without the metal piece that covers the needle. The product is the echogenic needle that comes in the bard double lumen PICC insertion kit."manufacturer response: this product is unique to IV therapy nurses. The unit was isolated by the lot # and the vendor was contacted to pick-up one of the defective items. We notified the distributor who also isolated the bad lot based on the number provided to prevent it from being subsequently shipped to our hospital. Our materials management director could answer additional questions, but the local representative has the product and the information.